Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that transmitter doesn't blink when connected to the sensor. The customer was advised to replace the sensor. The customer check the sensor and found out that the electrodes where missing. The customer was advised to return the sensor for analysis and we will send replacement.